Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial (ra) lead exhibited noise episodes. The physician decided to replace the lead. During the replacement procedure, the physician noticed that the ra lead was stuck to the right ventricle (rv) lead, making it difficult to remove. As a result, both the ra and rv leads were explanted. Both leads were then replaced, and the patient remained in stable condition.